Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance measurements, measuring greater than 125 ohms. At this time, the lead remains in service. No adverse patient effects were reported.